Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the peritonitis event. On the same day of onset, the patient began treatment with an injection of vancomycin (1 gram, stat dose, route not reported), injection of fortum (1 gram, once daily, route not reported), and an injection of amikacin (500 mg, once daily, route not reported) for peritonitis. At the time of this report, dianeal therapy and antibiotic treatment was ongoing, and the patient¿s outcome was unknown. No additional information is available.